Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on going use, the patient developed an infection, and the device partially eroded through the skin. The device was replaced and implanted on the right side on (B)(6) 2019. No adverse effects were reported. The device was discarded due to infection.